Event description:
Removal of endosseous implant. Initial complaint of abutment screw fractured. Doctor recalls implant was replaced with bigger implant. Doctor did not record patient ID for any of the implants.

Manufacturer narrative:
Review of dhrs for products purchased by facility did not show any rework or defects associated with those lots. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.